Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of visualization of dubious presence of organic compounds in the patient circuit related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's authorised service center for further evaluation. The internal and external aspect of the device was inspected. The manufacturer found the dirt / dust contamination inside the device. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the unit was scrapped on client's request.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.